Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Keypad testing found the 0 key to not function electrically. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was inoperable during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.